Event description:
Rr programmed to learn / mv with unipolar lead: different behavior between a chamber / v chamber. This behavior was observed on a demo model.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4) - different behaviors in programming were seen on a demo device. Even though the demo device was not returned, a response was requested. (B)(4). Conclusion: on reply sr, when the cavity is programed to "a", it is possible to program rate response with mv sensor when the lead is unipolar. There is no consequence on pacing operation. This programmer software anomaly will be corrected in smartview (B)(4) version.